Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided, therefore, the device history records were not reviewed. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that some time post port implantation, the catheter fractured and the segment allegedly remained in patient. It was further reported that the segment was removed. The current patient status unknown.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: received one x-port isp w/ 8fr groshong for evaluation. Visual inspection noted a complete circumferential break near the center of the catheter, additionally some necking was noted just distal to the catheter lock. The break is characterized by it oblong shape and rough fracture surface. Therefore, the investigation is unconfirmed for the reported catheter fracture and confirmed for pinch-off. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that some time post port implantation, the catheter fractured and the segment allegedly remained in patient. It was further reported that the segment was removed. The patient was reported as doing well.